Manufacturer narrative:
The epic device was returned for an analysis and it was received with the stent fully constrained in the correct position on the delivery system. The stent was unsheathed and was noted to be kinked approximately 20mm proximal from the distal tip. There were no issues reported with the tip of the device post visual examination; however, the visual and tactile examination found multiple kinks on the sheath along the length of the device. No issues or damage to the handle, and safety lock was in place.

Event description:
It was reported that stent damage occurred. A 10 x 40 x 120 epic stent was prepared to be used for treatment. However, upon unpacking, it was noted that the stent was kinked and the tip was damaged. The procedure was completed using another device. There were no complications reported.

Event description:
It was reported that stent damage occurred. A 10 x 40 x 120 epic stent was prepared to be used for treatment. However, upon unpacking, it was noted that the stent was kinked and the tip was damaged. The procedure was completed using another device. There were no complications reported.